Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed functional test and observed the customer sternal saw did not operate. The srt performed internal inspection and found wire insulation worn off two wires, leaving them exposed. The srt replaced the motor assembly and front cover then performed verification/release testing of the saw motor. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The user facility¿s biomedical engineer (biomed) evaluated the sternal saw. There were no noises as the saw would not even start. He plugged another sternal saw into same outlet and it worked. The biomed was not sure who left the saw or who experienced the issue; as there was a note on it stating "no power."

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw had no power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.